Event description:
A malfunction on the pump was reported by the caller. There was no reported adverse impact to the customer's blood glucose level. The caller received a new warranty pump on the day of the report and did not require a replacement to be sent, with no further action necessary.